Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that once at home, the consumer went back to the hospital because of a very nasty feeling. It was noted that there was still a very weak sensation, and no actions had been taken yet as they were waiting for the x-ray results.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that in the meanwhile, the patient received another ins. It was replaced due to low battery and everything is okay now. There was a report that the cause of the high impedance and weak sensation was due to a low battery. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown , product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported that a consumer at first did not feel anything anymore, as a result the voltage was increased to 1.6. Fortunately, the consumer felt stimulation again. Once home, she called back to hospital because she had ¿huge stitches¿ and a very uncomfortable feeling, she immediately went back to the hospital. The hcp using a clinician programmer measured impedance, which showed the following combinations to have high impedance (>4000 ohms): c3, 01, 02, 03, 12, 13, and 23. It was noted that the impedance was measured at 1.0v and 100 us. The hcp ¿reset¿ it again, but was not sure what the measurement meant. The consumer has had the lead for two (2) years and did not report any falls. It was noted that the battery status was noted as ¿ok.¿ there were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the hcp will reset the ins at the end of the month. An x-ray was taken, and the lead was not broken.